Event description:
Trainer called to report hospitalization due to lack of insulin. Customer stated that the insulin pump is under delivering insulin and caused a hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.